Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 29, 2007, the lay-user contacted lifescan alleging he was not able to obtain glucose readings on the one touch ultramini meter due a battery indicator message, meter will not power on, and other error messages. Mas listened to the call on august 20, 2007 to obtain/clarify info. The pt is from england and is doing volunteer work in us. Lifescan provided the pt with a one touch ultramini and 25 test strips because he was not able to obtain test strips for his international meter. He has had the meter for approx 1.5 weeks. The pt first encountered the issue in 2007, at 10:30pm. He was feeling hyperglycemic but did no know what his glucose reading was. The pt indicated that he had to guess how much insulin to take that night after numerous failed attempts to obtain a reading. He went to sleep, woke up on the morning, the next day, on the floor at an unspecified time with a broken/bruise toe (pt felt like it was broken but was not sure) and a black eye. He was feeling hypoglycemic and had symptoms of "clammy, sweaty, and uncomfortable." The pt ate a candy bar after encountering his symptoms and was reported to have felt better. The pt did not require/receive any other medical intervention due to the reported issue. The same day, at 11:37pm, the pt contacted lfs to troubleshoot/resolve the reported issue. During the troubleshooting session, the customer care advocate noted that the pt did not change his battery per the owner's manual. This complaint is being reported because the pt reportedly was unable to test with his meter while he felt he was hyperglycemic, then took a dose of insulin based on his feelings to take, and later was hypoglycemic. The meter, test strips, anf control solution were replaced.